Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "a patient with hospitalization, successfully implanted a 4fr bard single-lumen PICC catheter with batch number regp1125 number 7617405 under ultrasound guidance on (B)(6) 2023 due to postoperative chemotherapy for breast cancer, and the process was smooth, and the patient returned to the hospital regularly every week for maintenance. On (B)(6) 2024 at 15:00, when returning to the hospital for maintenance of PICC and flushing the tube with normal saline, the PICC decompression sleeve leaked, the PICC catheter was trimmed, and after the decompression sleeve was replaced, the tube was flushed with saline smoothly and there was no leakage. Due to timely treatment, the patient had no adverse reactions."